Event description:
The home pt (hp) experienced pain during drain while using the homechoice cycler for apd therapy. The hp subsequently requested a replacement homechoice cycler. Follow up with the hp's healthcare professional (hcp) reveals the hp was hospitalized from 6/2004 - 7/2004 for a liver stent replacement procedure. According to the hcp, the hp has a history of repeated hepatic duct occlusions and previously had a stent inserted. The hcp relates that the stent had recently collapsed, resulting in the hp experiencing pain during apd therapy and their subsequent hospitalization for the stent's replacement. The hcp does not attribute the hp's pain to the homechoice system but to the collapsed stent and does not relate it to peritoneal dialysis therapy.